Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (688 mg/dl). Customer was treated with insulin while hospitalized.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.